Event description:
It was reported that during equipment testing conducted at the healthcare facility, a screw and a button disassembled from the instrument tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during equipment testing conducted at the healthcare facility, a screw and a button disassembled from the instrument tracker. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.